Manufacturer narrative:
(B)(4). G2: australia. The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: kne-unk-20mm art surface, lot# unk. MDR: 0001822565-2023-01971. Unk 75mm tibial baseplate, lot# unk. MDR: 0001822565-2023-01972. Additional associated products: unk 5mm femoral augment, lot# unk. Unk sz 75 femoral, lot# unk. Unk 37x8.6 patella button, lot# unk.

Event description:
It was reported that a patient had an initial left total knee implanted. Subsequently, approximately 17 months post implantation, the patient underwent a revision due an implant fracture of the bearing. During the surgery, a broken peg of the ps bearing was noted and the tibial baseplate was found loose. All products were revised without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: there was a fractured peg on the articular surface, tibial loosening noted, the femur was well fixed. This complaint was confirmed by the medical records attached. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.